Manufacturer narrative:
The received device had the cannula assembly fully deployed. Inspection of the cannula assembly did not find it kinked, but a leak was observed within the internal portion of the soft cannula. It could not be determined when the damage occurred. In addition to the found leak, corrosion was observed on the pcb, most notably in the area of the top battery. No other areas with corrosion were noted. Attempts to retrieve data from the pod were unsuccessful. Without the data, it could not be determined if the pod successfully delivered insulin when the device was worn. Small cracks were found on the outer housing. It could not be determined when these cracks had occurred or if it had any effect on the device's functionality. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: ust400, 17845-5a-aw rev b 09/17. Checking your blood glucose: chapter 4 / page 36; warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
It was reported that the patient's blood glucose (bg) levels reached 382 mg/dl while wearing the pod between 4 and 24 hours on the hip/buttocks. The patient applied pod the night before and awoke to bg levels rising. Manual injections of insulin was delivered and consumed food, but this failed to bring down bg levels. Patient was able to apply a new pod.